Event description:
It was reported that during a ventricular lead revision procedure, the physician noted that the atrial lead exhibited loss of sensing. Fluoroscopy revealed the lead was dislodged. Twiddlers syndrome was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.